Event description:
It was reported that the stimulator turned off and on approximately 1-2 days prior to the date of this report. Patient could tell by not feeling stimulation that this happened. The patient had seen the manufacturer's representative in the past for programming assistance at the physician's office. It was reported that the health care professional (hcp) was coming over on the date of report to help the patient. It was also reported that the manufacturer's representative contacted the patient and was scheduled to meet with the patient on (B)(6) 2012, but the patient postponed the meeting claiming that she was sick and would call the manufacturer's representative the following week.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer. (B)(4).